Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient stated around (B)(6) 2017 the patient¿s stimulator had changed. It was reported that no matter how high they turned it up they no longer felt the stimulation as it once was. It was reported that the patient had sustained a substantial fall around the time their stimulation changed which likely led/contributed to the issue. The rep stated that the impedances were checked an all were high on both leads. Images were sent of clinician programmer showing the high (>20,000 ohms) impedances. The findings were reported to the patient¿s doctor and the plan is to have a surgical consult to review options. The issue was not resolved at the time of the report. No surgical intervention had occurred, but surgical intervention had been planned, but not yet scheduled. No further complications were reported/anticipated.